Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to their sales representative that the head pieces used with the laser system did not have any power until the laser power was increased to 600. She expressed concern that the cords may have broken fibers. A back up laser was used and there was no impact to the patients.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser indirect ophthalmoscope (lio) #1 was manufactured on may 11, 2010. Based on qa assessment, the product met specifications at the time of release. The lio #2 was manufactured on may 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).